Event description:
Customer reported the touch screen and keyboard on the work station quit working. After case no patient involved or injured.

Manufacturer narrative:
Gehc service personnel removed touch screen and replaced touch screen (customer part) and replaced fuse (customer part) on dc distribution pcb. Esd kit is inspected and functional system operating as designed.